Event description:
A lead extraction procedure commenced (extraction indication, lead information, traction platform unk). A spectranetics 16f glidelight laser sheath was used to treat the patient. When the glidelight was partially inserted into the patient, it was observed that the outer jacket was ripped and buckled near the distal tip, with laser light emitting from the area. Use of the glidelight was discontinued, and a new catheter was selected to complete the procedure with no reported patient harm. This event is being submitted for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient''s date of birth, age unk. A3): patient''s gender unk. A4): patient''s weight unk. A5a./5b.): patient''s ethnicity/race unk. B6): relevant tests/laboratory data unk. B7): other relevant history unk. H3/h6): the device was returned to the manufacturer; however, the evaluation has not yet begun. A supplemental MDR will be submitted upon completion of the device evaluation and investigation. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
G3): the device evaluation and investigation were completed 24apr2024. H3): the glidelight device and the glidelight outer sheath were returned for evaluation. Glidelight: visual inspection revealed a kink and one dead fiber 7 cm from the distal tip, with the outer jacket wrinkled between the kink and the distal tip. Additionally, a breach to the outer jacket was observed 1 cm from the distal tip, with broken fibers visible in the area of the breach. Outer sheath: visual inspection found a kink 21 cm from the distal tip, with signs of wear from normal use. H6): based on the device evaluation, the cause of the failure has been determined to be use related. Historically, the manufacturer has seen this failure at the bifurcate when excessive forces are applied to the side of the outer jacket. The device becomes kinked and then broken fibers at the area of the kink produce heat, which creates a breach in the outer jacket. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.